Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient has effective therapy post operatively.

Event description:
It was reported that surgical intervention may occur to address the issue. The ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgery and did not place the ipg into surgery mode. The ipg was not communicating with external devices and is considered to be inoperable and in service app mode.